Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-implant, the right ventricular (rv) lead exhibited rising thresholds, oversensing, undersensing, and a dislodgement. It was noted that the lead had potentially pulled back due to insufficient slack the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.